Event description:
Reportedly, after appropriate lead connection with the device involved in MDR# 1000165971-2010-00911, episodes of intermittent pacing were experienced while pulling on the associated leads. Psa measurements on the leads confirmed normal values. Again the leads were reconnected, and intermittent pacing recurred. The pt is pacemaker dependant. There was an attempt to implant a second device (esprit dr; (B)(4) involved in this MDR report) and connection issues associated to atrial channel were experienced. A third device was subsequently implanted.

Manufacturer narrative:
On 09/24/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.